Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument passed the electrical continuity test.

Event description:
It was reported that the instrument was broken or would not load. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no reported injury.